Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited high power consumption which lead to this device's battery depleting faster than expected. There is no known intervention as of this time. This device remains in service. No adverse patient effects were reported.